Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to patient use, a separation was noted at leg of the distal clave y-site of the tubing set closest to the patient. It was reported that a few mls leaked out of the tubing set. The tubing set was replaced and therapy was initiated. There was no reported delay of therapy critical to this patient. No medical intervention were required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.